Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/25/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; upon disassembly, the spring block component was found damaged, and 2 straps were found inside the cannula shaft. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail how was procedure successfully completed? Please provide status of product return.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to obtain the following information. To date the device has not been returned, and no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail how was procedure successfully completed? Please provide status of product return.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernioplasty on (B)(6) 2021 and the absorbable straps were used. It was reported that device stuck during the shot and the stock came off. It was also reported that the strap did not fix the mesh well, as it was too far out and it did not penetrate the abdominal wall/aponeurosis. There were adverse patient consequences reported. Additional information was requested.